Event description:
It was reported that the patient experienced a complex post-operative course, in which they developed renal dysfunction and multiple organ system failure.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed kidney failure following a pump exchange procedure on (B)(6) 2023. The kidney failure was thought to be related to the lengthy reoperation procedure. While in the intensive care unit (ICU) the patient required ventilation and increased intravenous (IV) inotropic therapy. Related manufacturer report number for 16sep2023 pump exchange: 2916596-2023-06919.